Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00055 on march 15, 2017. 04/24/2017 additional information: siemens received the patient sample for additional testing and investigation. The patient sample was tested in replicates of two with the advia centaur xp hbeag lot 105042. The results were (B)(6). After running the patient sample neat, it was treated with nsb (non specific antibodies) tubes and tested in replicates of two. The results for both replicates were (B)(6). Based on the testing, siemens was able to reproduce the customer's observation of (B)(6) patients results. The cause of the (B)(6) results is likely due to non specific antibodies interference. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serologic markers. Users are responsible for establishing their own performance characteristics."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The (B)(6) result for the patient was (B)(6). The patient sample was repeated for (B)(6) and the result was (B)(6). The patient sample was repeated on the other advia centaur xp system and the result was (B)(6). The patient sample was tested on two alternate methods for (B)(6). The results were (B)(6) for both assays. The (B)(6) results were reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.